Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if rbc contamination occurs during pas addition. Run data file analysis showed these algorithms were triggered due to the presence of rbcs at the rbc detector during the pas addition process, leading to the ¿channel line clamp error¿ alert and end of run summary verification message. The ¿channel line clamp error¿ alert notified the operator to verify proper closure of the channel line clamps. If these clamps are not fully occluding the channel lines, fluid from the channel containing rbcs and/or wbcs is pulled up and can enter the platelet product bags. Therefore, the platelet product is flagged for wbc content verification, as was the case in this procedure. The photo provided with the complaint showed rbc contamination within the platelet cassette line, however the plasma cassette lines were clear and filled with pas solution as expected. Signals in the run data file confirmed the rbc contamination at the rbc detector. The image and run data file indicate that the platelet channel line clamp may not have been fully occluding the channel line, leading to the rbcs in the platelet bag observed during pas addition. Photographs were submitted in lieu of the disposable set to support the investigation. Analysis of the images revealed a screenshot of the alarm received by the customer. The product bag containing platelets is clearly visible. Upon zooming in, a section of the cassette is also evident, showing blood inside the reservoir, which appears to be half-filled. Based on the evidence found in the image provided, a definitive root cause of this failure could not be determined. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 and a correction in e1. Investigation: the run data file (rdf) was analyzed for this event. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if rbc contamination occurs during pas addition. Run data file analysis showed these algorithms were triggered due to the presence of rbcs at the rbc detector during the pas addition process, leading to the ¿channel line clamp error¿ alert and end of run summary verification message. The ¿channel line clamp error¿ alert notified the operator to verify proper closure of the channel line clamps. If these clamps are not fully occluding the channel lines, fluid from the channel containing rbcs and/or wbcs is pulled up and can enter the platelet product bags. Therefore, the platelet product is flagged for wbc content verification, as was the case in this procedure. The photo provided with the complaint showed rbc contamination within the platelet cassette line, however the plasma cassette lines were clear and filled with pas solution as expected. Signals in the run data file confirmed the rbc contamination at the rbc detector. The image and run data file indicate that the platelet channel line clamp may not have been fully occluding the channel line, leading to the rbcs in the platelet bag observed during pas addition. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if rbc contamination occurs during pas addition. Run data file analysis showed these algorithms were triggered due to the presence of rbcs at the rbc detector during the pas addition process, leading to the ¿channel line clamp error¿ alert and end of run summary verification message. The ¿channel line clamp error¿ alert notified the operator to verify proper closure of the channel line clamps. If these clamps are not fully occluding the channel lines, fluid from the channel containing rbcs and/or wbcs is pulled up and can enter the platelet product bags. Therefore, the platelet product is flagged for wbc content verification, as was the case in this procedure. The photo provided with the complaint showed rbc contamination within the platelet cassette line, however the plasma cassette lines were clear and filled with pas solution as expected. Signals in the run data file confirmed the rbc contamination at the rbc detector. The image and run data file indicate that the platelet channel line clamp may not have been fully occluding the channel line, leading to the rbcs in the platelet bag observed during pas addition. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. The wbc count is not available. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.6, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if rbc contamination occurs during pas addition. Run data file analysis showed these algorithms were triggered due to the presence of rbcs at the rbc detector during the pas addition process, leading to the ¿channel line clamp error¿ alert and end of run summary verification message. The ¿channel line clamp error¿ alert notified the operator to verify proper closure of the channel line clamps. If these clamps are not fully occluding the channel lines, fluid from the channel containing rbcs and/or wbcs is pulled up and can enter the platelet product bags. Therefore, the platelet product is flagged for wbc content verification, as was the case in this procedure. The photo provided with the complaint showed rbc contamination within the platelet cassette line; however, the plasma cassette lines were clear and filled with pas solution as expected. Signals in the run data file confirmed the rbc contamination at the rbc detector. The image and run data file indicate that the platelet channel line clamp may not have been fully occluding the channel line, leading to the rbcs in the platelet bag observed during pas addition. Photographs were submitted in lieu of the disposable set to support the investigation. Analysis of the images revealed a screenshot of the alarm received by the customer. The product bag containing platelets is clearly visible. Upon zooming in, a section of the cassette is also evident, showing blood inside the reservoir, which appears to be half-filled. Based on the evidence found in the image provided, a definitive root cause of this failure could not be determined. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if rbc contamination occurs during pas addition. Run data file analysis showed these algorithms were triggered due to the presence of rbcs at the rbc detector during the pas addition process, leading to the ¿channel line clamp error¿ alert and end of run summary verification message. The ¿channel line clamp error¿ alert notified the operator to verify proper closure of the channel line clamps. If these clamps are not fully occluding the channel lines, fluid from the channel containing rbcs and/or wbcs is pulled up and can enter the platelet product bags. Therefore, the platelet product is flagged for wbc content verification, as was the case in this procedure. The photo provided with the complaint showed rbc contamination within the platelet cassette line; however, the plasma cassette lines were clear and filled with pas solution as expected. Signals in the run data file confirmed the rbc contamination at the rbc detector. The image and run data file indicate that the platelet channel line clamp may not have been fully occluding the channel line, leading to the rbcs in the platelet bag observed during pas addition.